Manufacturer narrative:
(B)(4). The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced inappropriate anti-tachycardia pacing (atp) and high capture threshold due to lead dislodgement. X-ray was performed, which confirmed rv lead dislodgement. Subsequently, this lead was successfully replaced. No adverse patient effects were reported.